Event description:
The customer reported a saturation fault error followed by interlocks were broken. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the c3 cap and hv tank. The system operates as intended.